Event description:
Additional information received indicates the patient experienced ineffective stimulation. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a lead replacement surgery on (B)(6) 2021 (manufacturer report number 1627487-2021-17986) the lead had high impedances. Surgical intervention may take place at a later date.